Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported out to physicians. Patients were placed under transmission-based precautions and staff members were sent home to self-quarantine. Eua (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 0253773. No retention analysis was performed for batch 0259827. Testing could not be performed due the product was expired on 12/26/2020 . Retained materials past expiry cannot not be tested. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided. The reported complaint was unable to be confirmed. The root cause could not be identified. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0253773. Medical device expiration date: 2020-12-17. Device manufacture date: 2020-09-15. Medical device lot #: 0259827. Medical device expiration date: 2020-12-26. Device manufacture date: 2020-09-21. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported out to physicians. Patients were placed under transmission-based precautions and staff members were sent home to self-quarantine. (B)(4).